Event description:
Upon entering patient's room, nurse discovered blood spots on patient's gown and a round bloody area about 10" in diameter on the bed. Microclave was verified to be securely attached to PICC line and to the curos cap. Blood was leaking from the microclave device. The microclave with its curos cap was saved, and the manufacturer's representative was contacted to collect it.======================manufacturer response for intravascular tubing, connector, microclave (per site reporter).======================sending representative.